Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the lead fit securely into the "groove" at the tip of the implant tool. The lead remains in place when the tool and lead were subjected to considerable movement and disruption. (B)(4).

Event description:
It was reported that at implant, the electrode head on the lead dislodged from the groove at the tip of the lead handle while attempting to affix the lead to the epicardial tissue. Repeated attempts to remount the electrode head to the handle were unsuccessful. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.